Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer continued to display 11.98 units of insulin on board (iob). Reportedly, the bolus requests were delivered approximately 4 hours before and the bolus duration settings was set to 2.5 hours. Blood glucose was 94 mg/dl. Reportedly, the customer successfully reset the pump and the iob was displayed accurately.